Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information; however, no additional information regarding this event was provided.